Manufacturer narrative:
The reporter's test strips were returned for investigation. The returned and retention test strips were measured with the returned meter with a high level control sample. The specified target range was 2.5 - 3.1 inr. Results: returned test strips: 2.9 inr, 3.0 inr, 2.9 inr. Retention test strips: 3.0 inr, 2.9 inr, 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot: 322642) were tested in comparison to masterlot # 28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter compared to the laboratory result. The meter serial number and the laboratory method were asked for but not provided. At 07:36 pm the result from the meter with capillary blood was 4.4 inr. At 08:30 pm the result from the laboratory with venous blood was 2.83 inr. The customer's therapeutic range was 2 - 3 inr. There was no adverse event.